Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that they were hospitalized due to diabetic ketoacidosis on (B)(6) 2018 with blood glucose of 817 mg/dl. Customer¿s current blood glucose is 484 mg/dl. The customer experienced symptoms such as vomiting and ketones. The customer was treated IV of fluids and insulin through manual injection. Customer reports they have contacted their healthcare professional regarding the high blood glucose. The customer was wearing the insulin pump during the hospitalization. Customer¿s mother stated that customer does not have a lot of fat on his body and twice the customer had bent sensors, they have been kinked in his body. Customer declined troubleshoot for high blood glucose and bent sensor cannula. The insulin pump will not be returned for analysis.